Event description:
It was reported that infusion set tape was not sticking as patient preparing the site with soap and water on (B)(6) 2026. The infusion set has been in use for three days. The blood glucose level was 317mg/dl and patient treated it with insulin pump.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.